Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: both damaged ek002su showed that the universal converter is broken, and the blinding protector is deformed. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: based on the investigation and information available, it is not possible to determine a definitive root cause for the mentioned failure /error patterns. There is no indication for a material-, manufacturing- or design-related failure. To avoid damages to the product, instructions for use (IFU) must be observed (excerpt of IFU aesculap ag internal number (B)(4) change no. (B)(4)): 2.3 application warning risk of injury and/or malfunction! Prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. Always carry out a function check prior to using the product. Replace sealing element if necessary. To prevent damage to the sealing element, apply appropriate care when inserting any instruments. If possible, insert instruments in their closed position, straight and central through the sealing element. Caution malfunction due to incompatible instruments! Check for mutual compatibility of the trocar system and instruments. To do this, carefully insert the instrument into the trocar and check for patency.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the seal fell in situs during use of a laparoscopic instrument. An additional medical intervention was necessary. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.